Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the uvc was leaking below the molded strain relief on the extensions. The uvc was placed on (B)(6) 2011 and removed on (B)(6) 2011. The customer stated that the uvc was not replaced and the patient status is fine.